Event description:
Philips received a report in which a patient indicated a hearing issue, ringing/tinnitus, after an mr examination. As we have no info on the extent of the issue it was decided to report this out of an abundance of caution.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the ingenia 3.0t indicating that the patient reported ringing in the ears (tinnitus) as a result of the mr examination an analysis was done to determine the sound levels created by the system during the examination. The analysis showed that the noise level of the examination (extrapolated to a 1 hour examination) was 96.6 dba. The hearing protection provided to the patient was a headset in combination with earplugs, that offers a total damping of 30 db in the 1 khz range. We therefore calculate with 30 db damping from the provided headset and earplugs. The attenuated noise level is (96.6 dba. ¿ 30 db) = 66.6 dba. This is well within the limit of 99 dba as formulated in the iec60601-2-33 standard. There is no evidence that the reported tinnitus is related to the mr examination. Conclusion: reported incident was investigated, and no indication of a malfunction of the mr system was observed related to the sound levels.